Event description:
It was reported that at a follow-up visit, low impedance and no capture were observed. X-ray revealed lead dislodgement. The lead was repositioned. At a subsequent follow-up in late 2008, low r-waves were observed. X-ray revealed that the lead dislodged again. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.